Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that he able to saw critical pump error image on screen. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.